Manufacturer narrative:
Additional information : imdrf annex a code.

Event description:
It was reported that a clinician observed on five (5) pump modules that the pivot latch screws were backed-out. There was no patient involvement as these observations were made prior to patient use.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that a clinician observed on five (5) pump modules that the pivot latch screws were backed-out. There was no patient involvement as these observations were made prior to patient use.